Manufacturer narrative:
A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on vad support and no further events have been reported at this time. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 6 months.  The patient remains ongoing with the device. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient¿s lactate dehydrogenase (ldh) was elevated, experienced weight gain at home and was admitted to the hospital. There were no alarms reported for this event. Echocardiogram revealed wide open mitral regurgitation (mr) and a very decompressed left ventricle (lv). The lvad speed was decreased and the patient showed improvement with decreasing ldh. Additional information was requested, but was not provided.